Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported an energy peak occurred. The patient was undergoing radiofrequency ablation (rfa) of a hepatic tumor. The first roll-off was achieved in the first tumor. Approximately two minutes into the next ablation there was an energy peak in the equipment outlet that ¿hung up¿ the equipment immediately and produced a burning smell. The procedure was continued with another of the same device. There were no patient complications reported and the patient¿s status was stable.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. There was no visual damage noted to the device during incoming service inspection. The tamper proof seal was present but broken. Functional testing was performed. The unit was received at post with voltage selector on 220v and fuse drawer at 230v. Turned on unit and failed post with h07 error. Turned off unit and changed voltage selector to 110v and fuse drawer to 115v. Turned on unit and failed post with h07 error. Internal inspection of the device found a defective transformer t3 on the rf board. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported an energy peak occurred. The patient was undergoing radiofrequency ablation (rfa) of a hepatic tumor. The first roll-off was achieved in the first tumor. Approximately two minutes into the next ablation there was an energy peak in the equipment outlet that ¿hung up¿ the equipment immediately and produced a burning smell. The procedure was continued with another of the same device. There were no patient complications reported and the patient¿s status was stable.